Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h3, h6 and h11. H3: the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2025, the patient underwent a 3-year right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell outside the fluid-filled reference measurement error range, thereby confirming that the sensor was providing inaccurate measurements. Following recalibration, the mpap trend has remained stable and consistent. While the exact cause of the reported event cannot be conclusively determined, the measurement stability afterwards indicates that the sensor's inaccurate measurement was finite and has been effectively corrected through recalibration. The product's instructions for use was reviewed and warns the user that, "to ensure accuracy, the sensor must be calibrated approximately every three years using a right heart catheterization (rhc) procedure."

Event description:
Additional information received indicated that the patient underwent 3-year recalibration. A right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure.

Manufacturer narrative:
The following sections were updated/corrected/added: b1, b2, b4, b5, b6, g3, g4, g6, h1, h3, h6 and h11. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was reviewed by endotronix's internal monitoring where it was determined that this patient is suspected of sensor inaccuracy. The patient will undergo recalibration on (B)(6) 2025, to determine if an adjustment is needed.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.